Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a facility representative reported a patient to have a visual disturbance associated with elevated intraocular pressure (iop). The iop was treated with medication and resolved. The device remains implanted.